Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation. The customer's biomedical engineer troubleshot the device and determined the front panel assembly needed to be replaced to resolve the issue. The customer stated that they will order the parts and perform the repair themselves. If the customer returns the suspect component for evaluation or if additional information becomes available, a supplemental report will be submitted.

Event description:
The customer reported that their vela ventilator's display stays blank at start up. The customer reported that there was no patient involvement.